Event description:
Consumer called stating that the left rear wheel on her 66550 rollator has allegedly cracked while she was walking with the unit. Replacement product is being sent on a warranty order. No injury.